Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, condition reported in complaint is visible, however, this does not assure us that there is still a failure of the process, since mishandling by the user by not using the tracheostomy device correctly cause the rupture. It was found that the complained issue could not be duplicated. Based on investigation results is that damaged occurred after the product left smiths medical facilities. DHR review was not completed as no lot number was provided.

Event description:
It was reported that during use, the patient pulled the inflation line and tore it. No patient injury.